Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the "AED button" on their device was intermittently not functioning. Without this functionality the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and observed that the button material of the analyze button and the pcb conductive material had become worn, which caused the reported issue. It was also observed that the left side of the analyze button was intermittent while the right side was functioning normally.

Event description:
The customer contacted physio-control to report that the "AED button" on their device was intermittently not functioning. Without this functionality the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.